Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted in the pancreas to treat a stricture during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2024. During the procedure, the device failed to deliver energy. They tried three times and increased the wattage from 100 to 120 watts before coagulation was achieved. The procedure was completed with this device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted in the pancreas to treat a stricture. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted in the pancreas for the treatment of stricture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted in the pancreas to treat a stricture during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2024. During the procedure, the device failed to deliver energy. They tried three times and increased the wattage from 100 to 120 watts before coagulation was achieved. The procedure was completed with this device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted in the pancreas to treat a stricture. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted in the pancreas for the treatment of stricture.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h10: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned. Visual inspection found the inner sheath kinked. Electrical inspection was performed related to the continuity between the rf connector and the distal rf electrode, and it was found that the resistance was higher than 4 ohms. There was evidence of electrocautery; however, the residues of charred tissue affected the reading of the multimeter during the inspection. Furthermore, the device was connected to the erbe, and bubbles were seen in the saline solution which showed that the tip was working properly. No other problems were noted with the delivery system. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the axios stent was implanted in the pancreas to treat a stricture. The IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture." The device is not indicated to be implanted in the pancreas for the treatment of stricture. Visual inspection identified that the inner sheath kinked. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the observed inner sheath kinked. Product analysis did not confirm the reported event of cautery delivers energy intermittently. No problems were noted during functional inspection and the tip worked properly during electrical inspection. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.